Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 3pm, mountain time¿. The patient reported obtaining inaccurate high blood glucose results of ¿153mg/dl¿ on the subject meter compared to ¿113mg/dl¿ on an ultra 2 meter, the results were obtained less than 30 minutes apart. The patient manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management routine as a result of the alleged issue. ¿2 hours¿ after obtaining the readings the patient detailed that he developed symptoms of ¿shaking, sweating and disorientated¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. The test strips were stored correctly, within their expiry date and the test strip vial was intact. Cca also noted that when the patient carried out a control solution test, the result was found to be in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter, strips and control solution have been returned and the subject meter has been evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.